Manufacturer narrative:
This is follow-up report being submitted for this complaint with associated with MFR# 3008264254-2016-00092 and 1226348-2016-00187. The outer cartoon box of enterprise pi # (B)(4) and micro-catheter pi # (B)(4) were received inside of a plastic bag; they were found open and empty (no products were returned for evaluation). The failure reported by the customer as ¿cbs - resistance/friction-inner lumen¿ could not be evaluated as the device was not returned for evaluation. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is two of two initial report being submitted for this complaint with associated with MFR# 1226348-2016-00187 and 3008264254-2016-00092. (B)(4). The product will not be returned for analysis; however, a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
As reported by a healthcare professional, during the procedure an enterprise stent (enc452212/10479604) could not be deployed. The catheter was placed distal to the target site prior to advancement of the stent to the target site however the withdrawing the catheter did not deploy the stent. The stent was withdrawn with the prowler microcatheter (606s255x/17362836). New products were used to complete the procedure. There was no difficulty tracking the complaint prowler catheter to the target site and there was no resistance experienced when advancing the complaint enterprise stent through the prowler catheter. An adequate continuous flush was maintained through the catheter. It was verified that the stent introducer was fully seated and secured in the hub. There were no damages noted on the complaint enterprise stent or the complaint prowler catheter prior to use or upon removal. It was reported that the vessels were not excessively tortuous or with acute bends. The procedure was stent assisted coil embolization of an anterior communicating artery aneurysm in a 65 year old female patient. There was no report of patient injury and the patient outcome was reported to be fine. There were no intra or post procedural complications or delays related to device or reported event. The complaint products were kept by the patient and are not available for return.